Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further information is received, or the device returned, a follow-up medwatch report will be sent.

Event description:
The manufacturer's representative reported that the pt's interstim device was removed approx one month after implant due to infection. No further information was reported.